Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Additional information was obtained from the customer regarding this event. All channels were sampled and over 25 colony forming units (cfus) of unspecified microorganisms were identified. Sampling had occurred during reprocessing, before use.

Manufacturer narrative:
This supplemental report is submitted to provide additional information obtained from the customer, microbiological testing and the device evaluation. The device was sent to an independent laboratory and one (1) colony forming unit of unspecified gram positive bacteria was identified in an all channel sample. The obtained results are in conformance with the requirements. Additional information was provided regarding the cleaning, disinfection and sterilization (cds) processes at the facility. During pre-cleaning and manual cleaning, the customer uses detergent neodisher. The customer manually brushes the operating/suction channel, the suction piston, the port of the operating channel, the balloon channel and the distal end/area around the elevator using brushes manufactured from (B)(4). The scope was not manually disinfected. For automatic endoscope reprocessing, the user facility uses aer soluscope 4, along with detergent soluscope cln and disinfectant soluscope paa. The scopes are stored horizontally using surestore. Olympus is the customer¿s maintenance company. The scope was not sterilized. The inspection of the returned device found peeling glue from the bending section rubber, a deformed control body plate, a corroded electronic connector and knob play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.